Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose reading was 436 mg/dl. The customer stated that she was admitted to the hospital for hyperglycemia. The customer stated that she tried to bolus and received a no delivery alarm. The customer was advised that improper filling can lead to blockage between the tubing and reservoir and can cause no delivery. The customer was also advised of practices to prevent bent cannulas. The customer was not able to troubleshoot during the time of call.